Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out." The patient's blood glucose level was 159 mg/dl at the time of the call. The customer stated that they also have issue with their keypad not working properly. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a stripped battery cap at the coin slot, minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip. The pump also had intermittent button response on the up arrow button due to corroded keypad traces. No unexpected battery out limit alarm was noted. All operating currents were within specification, the off no power alarm functioned properly.